Manufacturer narrative:
Additional information will be provided, once investigation is completed.

Event description:
It was reported that the insufflator would not turn on. It was reported that power was going to the unit, green light would illuminate, but the display screen would not power-up. It was also reported that after about 15 seconds the entire unit turned off. Allegedly, additional anesthesia had to be administered.